Event description:
According to the article published in the journal of thoracic and cardiovascular surgery, bioglue was used to reinforce the suture line of the left apical ventriculotomy in a (B)(6) patient. The patient presented with a "mediastinal abscess" 7 months after surgical intervention. The cyst was drained and artificial material was found within the cavity.

Manufacturer narrative:
According to the article published in the journal of thoracic and cardiovascular surgery, bioglue was used to reinforce the suture line of the left apical ventriculotomy in a (B)(6) patient. The patient presented with a "mediastinal abscess" 7 months after surgical intervention. The cyst was drained and artificial material was found within the cavity. Multiple attempts were made to obtain additional information. However, only minimal information was able to be obtained. The surgeon informed cryolife that he believes the case occurred sometime in 2004. The patient's abscess was aspirated and scoped, and the patient made a full and uneventful recovery. The surgeon stated that the paper was published to demonstrate what happens when bioglue is used in a procedure it is not intended for, in this case sealing an aneurysm in the left apex of the heart. Based on the information available at the time of this report, a definitive root cause of the observed event cannot be determined. While it is unknown the amount of bioglue that was used in the primary procedure, the fact that an "irregular mass of artificial material" that was 2 cm in diameter was recovered from within the cavity along with the fluid collection suggests that bioglue may not have been applied in thin, even layers during the primary procedure as cryolife recommends. Given the length of time between the procedure in which bioglue was used and the onset of the collection, it is unlikely that bioglue was the primary cause of the aseptic mediastinal cyst. It is also possible that this event represents an inflammatory response to bioglue; this is a known potential complication communicated in the device's instructions for use. No definitive conclusions can be made with the available information to determine if bioglue contributed to the reported event. This event has been identified as an abnormal ("off-label") use by the surgeon.

Event description:
According to the article published in the journal of thoracic and cardiovascular surgery, bioglue was used to reinforce the suture line of the left apical ventriculotomy in a (B)(6) patient. The patient presented with a "mediastinal abscess" 7 months after surgical intervention. The cyst was drained and artificial material was found within the cavity.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.